Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit was unable to reach the 15 mmhg setpoint with a flow rate of 45 l/min ¿ wall outlet. It was reported that the procedure was prolonged by 30 minutes, or more and there was no patients¿ harm reported.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The reported event cannot be confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.